Event description:
According to the distributor's report, the pt had a laceration on left cheek. During the application, the adhesive inadvertently partially glued the eye shut. The pt was evaluated by an eye doctor the following day. Pt's family member reports pt had fully recovered and reported no other adverse events.